Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 694965, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with their device toning. A lead integrity alert (lia) was triggered due to a number of non sustained ventricular tachycardia (vt) events and short interval counts (sic) on the right ventricular (rv) lead. There was also high impedance and a confirmed fracture. The right atrial (ra) lead exhibited high thresholds. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.